Event description:
It was reported the pt had their stimulator replaced, due to approaching end of life. The extension was also replaced due to breakage. Additional info received indicated the pt was in a car accident, that precipitated the problems with the device.

Manufacturer narrative:
Both the ipg and extension were returned for analysis. Final device analysis of the ipg and extension revealed - no anomaly found. Ipg and extension were functionally ok.